Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure, prevented the user from accessing the medication. The customer reported that the error was related to a particular medication due to a jam in the lid. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that medication was either improperly loaded or misplaced, resulting in a jammed cubie lid. A field service engineer resolved the cubie error. The system functioned as intended after the field service engineer troubleshooted the device.